Manufacturer narrative:
Kang, h., luo, b., liu, j., zhang, h., li, t., song, d., zhao, y., guan, s., maimaitili, a., wang, y., feng, w., wang, y., wan, j., mao, g., shi, h., zhang, y., & amp; yang, x. (2021). Postoperative occlusion degree after flow-diverter placement with adjunctive coiling: analysis of complications. Journal of neurointerventional surgery. Https://doi.org/10.1136/neurintsurg-2021-017445. Age: this value is the average age of the patients reported in the article as specific patients could not be identified. Sex: this value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Date of event: please note that this date is based off of the date that the article was accepted for publication as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. If information is provided in the future, a supplemental report will be issued.

Event description:
Kang, h., luo, b., liu, j., zhang, h., li, t., song, d., zhao, y., guan, s., maimaitili, a., wang, y., feng, w., wang, y., wan, j., mao, g., shi, h., zhang, y., & amp; yang, x. (2021). Postoperative occlusion degree after flow-diverter placement with adjunctive coiling: analysis of complications. Journal of neurointerventional surgery. Https://doi.org/10.1136/neurintsurg-2021-017445. Summary: although coiling with a flow diverter may provide immediate dome protection, no studies have evaluated the effect on complications of postoperative occlusion degree immediately postoperatively. The purpose of this study was to determine whether postoperative occlusion degree immediately after flow-diverter placement with adjunctive coiling was associated with complications identified events: 1. There was mortality of 17 patients.